Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: dialysis tech started to take patient off of dialysis machine and arterial line came off catheter without a turn of the lock on the dialysis line. Machine was already stopped and patient's catheter was clamped and line was clamped so no further complications took place. No injury reported.